Manufacturer narrative:
The device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Factors that are known to contribute to the alleged fault/failure may be a component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
I was reported that the versajet console had failed to work during a procedure. The versajet hand piece was fitted correctly and checked however the console began to vibrate grossly and noisily. There was minimal fluid exiting the hand piece and was not able to be used on the patient; there is no information about how the procedure was completed, no patient injury or other complications were reported.